Manufacturer narrative:
Investigation: visual inspection no significant deformations or damage of the valves or reservoir were detected during the visual inspection. Permeability test a permeability test has shown that the progav 2.0 is permeable. Adjustment test the progav 2.0 valve was tested and adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. We have dismantled the valve. Inside the valve, we have found significant build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability. The valve operates within the specified tolerances. However, it is possible that the deposits observed inside the valves could have temporarily occluded the system in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height: 104cm. Implant date: month/year ((B)(6) 2017). When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "the valve was not adjustable, a revision surgery was performed." Additional patient information has been requested. When additional information is received a follow up report will be submitted.